Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter was received with a reload attached. The unload switch was at the home position. Functionally, the blue unload switch could only be depressed partially. The attached reload was removed without difficulty. The firing rod was not in home position. Damage was observed to the tip of the firing rod. The blue unload switch could still only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 22 of 50 procedures remaining. The main screen indicated the strain gauge was not functional. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. The firing rod returned to the home position. The blue button could now be fully depressed. A representative reload could now be attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was able to be fired without any issues. The adapter was reconnected to the gen2 adapter black box running gen2 acc software. The strain gauge was now responsive and in the appropriate range. It was reported that the device was partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter does not calibrate. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that the instrument was locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of the firing rod was not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#n3j1986y) sigphandle, sig power sigphandle handle (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, during resection of the lung, when the surgeon fired the stapler, the firing stopped at the middle. The surgeon tried to fire again but it did not work. Although the surgeon used a manual tool and other guided methods, it did not work, and the jaws locked on tissue. The adapter did not calibrate. The tissue was cut, and the device was removed. Another set of powered stapler was used to finish the surgery.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter was received with a reload attached. The unload switch was at the home position. Functionally, the blue unload switch could only be depressed partially. The attached reload was removed without difficulty. The firing rod was not in home position. Damage was observed to the tip of the firing rod. The blue unload switch could still only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 22 of 50 procedures remaining. The main screen indicated the strain gauge was not functional. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. The firing rod returned to the home position. The blue button could now be fully depressed. A representative reload could now be attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was able to be fired without any issues. The adapter was reconnected to the gen2 adapter black box running gen2 acc software. The strain gauge was now responsive and in the appropriate range. It was reported that the device fired partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter does not calibrate. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that the instrument locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the firing rod was not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.